Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that patients ipg was implanted too deep and could not charge. The patient underwent a revision procedure wherein the ipg was repositioned and replaced. The patient was doing well postoperatively.